Event description:
The complaint was reported as: when the user connects the tubing (already connected to the gas source) to the mask; the gas flow is ok, but instead of it going into the bag, it goes into the mask. When the user presses strongly on the valve, the bag filled but very slowly. It is reported that the pt is fine.

Manufacturer narrative:
The device history record (DHR) review was conducted for the reported lot number. The documentation of material #41060 with the reported lot number did not show records of issues related to the bag or its assembly. The complaint cannot be confirmed based only on the info provided. Personnel involved on the mfg process were notified of this issue. The device sample was received by the MFR, but the investigation is incomplete at the time of this report.